Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, the cause of the event cannot be conclusively determined. Similar event was confirmed from other user facilities. Possible causes are the lid being contacted with a scope when it was closed and/or something hard hit the lid. Design of the device or manufacturing cannot be confirmed as factors to cause of the event. Though we presume the event was due to the user handling, it is difficult to specify.

Manufacturer narrative:
The field service engineer onsite repaired the device and replaced the crack lid. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that the device oer-pro lid was found with a crack. The issue occurred during a pm (preventive maintenance). There was no patient involvement on this event. No user injury reported.